Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out-of-range (oor) pacing impedances spike, measuring greater than 3000 ohms. Technical services (ts) discussed troubleshooting options. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).